Manufacturer narrative:
Continuation of concomitant: 5024m lead implanted (B)(6) 2001, 5568 lead implanted (B)(6) 2001. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise.

Event description:
It was reported that the atrial and right ventricular electrograms (egm) showed noise, which seemed to be indicative of external electromagnetic interference (emi.) It was noted the leads exhibited no issues. The device remains in use. No patient complications have been reported as a result of this event.